Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 287 mg/dl, compared with the sensor glucose reading of 380 mg/dl. The customer reported another instance, in which the blood glucose reading was 59 mg/dl, compared with the sensor glucose reading in the 70 mg/dl range. He stated that the insulin pump would suspend insulin, warning him of low blood glucose, even when it was not. He noted another time, during which his sensor glucose reading was between 50 and 60 mg/dl, but he reported that his blood glucose was not in a range requiring insulin suspension. He did not know the blood glucose reading at that time. He reported frequent low suspend alarms that frustrated him, since he had been calibrating at the right times. He advised that he would be working with an educator to adjust settings. He declined further assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.